Event description:
It was reported that a spectrum pump has a door not fully latched alarm. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The evaluation confirmed the reported symptom of "door not fully latched" alarms. The unit was rec'd inoperable due to "door not fully latched" alarm caused by loose link screws (upper and #3). The alarm was resolved during evaluation by adjusting the screws with the door performing as expected. The link screws will be replaced during the repair process.